Event description:
It was reported by the implanting physician that the impedances on the high voltage coils of the recently implanted defibrillation lead had both risen to greater than 200 ohms. The physician also inquired if the implantable defibrillator was part of a field action that may explain the high impedances. The physician believes "that there is either something wrong with the header, or the ratcheting screw driver." There were several unsuccessful attempts made to obtain the serial numbers of the device and lead, and to follow-up on the outcome of this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.